Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: investigators were unable to duplicate the original battery life issue complaint. The pump powered on with a returned battery cap; however, the battery cap was unable to fully tighten. The battery cap threads were rounded and the coin slot was damaged. The pump electrical current draws were tested and were noted to be within specifications. The review of the black box data showed evidence of partially discharged battery use. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, the pump case was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.